Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4): due to continued patient use, the pump information for the complaint date has been written over and testing was unable to duplicate the complaint. No defect was found. The pump passed a flow accuracy test and was found to be delivering within specification. No errors or alarms related with the complaint in the existing black box or alarm history. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): due to continued patient use, the pump information for the complaint date has been written over and testing was unable to duplicate the complaint. No defect was found. The pump passed a flow accuracy test and was found to be delivering within specification. No errors or alarms related with the complaint in the existing black box or alarm history. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates.

Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging that the pt obtained several occlusion alarms with the pump starting on the evening of (B)(6) 2011. The patient's mother reported that the first occlusion alarm was rec'd at 5:52pm on (B)(6) 2011 and repeated at 2:55a, 7:47a, 7:52a, 9:12a on the morning of (B)(6) 2011. The reporter stated that at 9:14a and 9:33am she rec'd a call svc alarm of 064 (sc 064). The patient's mother reported that the pt was taken to the hosp after obtaining a high blood glucose reading of 600 mg/dl on that morning. There was no mention of symptoms or type of med intervention, if any, rec'd while at the hosp. At the time of troubleshooting, the patient's mother confirmed that the pump was primed after each occlusion; however, the site was not changed. After obtaining cs 064 alarm the pump was rebooted and the reporter mentioned the motor sound was strained. The patient's mother stated that she was advised by patient's hcp to come off pump and to the hosp. At the time of the call, the patient's mother stated she removed and discarded the cartridge and tubing from pump. The reporter confirmed she did not inspect the products yesterday for possible problems with the site. This complaint is being reported because the pt obtained a blood glucose reading of 600 mg/dl after the alleged issue with the subject device started.